Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing viewing window, though the position of the linkage assembly indicated that the needle had fired. The investigation confirmed that the needle mechanism had fired, however the slide insert was not securely held in place in its intended position by the catch beam after firing of the needle mechanism. Extra material was found on the slide insert where the catch beam is intended to sit after soft cannula deployment, resulting in the soft cannula retracting after the catch beam failed to catch the slide insert during deployment. The extra material on the slide insert was confirmed to be the cause of the soft cannula failing to properly insert into the infusion site. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The slide insert inadequacy would not have contributed to bleeding because the hard cannula still functioned as intended. The exact cause of the bleeding/bruising could not be conclusively determined. Cracks were observed in the top housing. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy; indicating the needle mechanism did not function as intended. The patient's blood glucose (bg) levels rose to 17 mmol/l (306 mg/dl) while wearing the pod for between 4 and 24 hours. When the pod was removed from the infusion site (abdomen), the patient noted the site was bleeding and bruised. A new pod was applied to treat the bg levels.